Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset malfunction with assistance, and no additional information was received regarding further outcome of event.